Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers valve. The reason for the replacement was reported as aortic insufficiency (ai). It was stated that a high degree of central jet was noted and the leaflets of the valve were checked but the valve appeared to be in good shape. It was stated that no obvious cause of the central leak could be found. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the valve is discolored showing evidence of blood contact. The sewing ring is slightly inverted adjacent to leaflet 2. Small needle holes are observed along the sewing ring. Tears noted along the sewing ring on the outflow adjacent to leaflet 2 appears to have occurred while extracting the valve after implant. All leaflets are in the closed position with a gap at the point of coaptation and between the free margins of leaflets 2 and 3. All leaflets are slightly stiff but flexible which may be associated to blood contact and/or the decontamination solution. All leaflets are intact. All commissures appear intact. Updated data: h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.